Manufacturer narrative:
Additional information was received that the leads were also removed. Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 20460187/5025610. Model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant.